Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens and the lens tore. The incision was enlarged slightly and the lens was cut into pieces to remove from the patient's eye. Another same model lens was implanted. Sutures were not required.